Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported after an endoscopic vein harvesting procedure, the surgeon noticed a second degree blister/bubble externally on the patient's lower leg skin edges at the incision site. The harvester reported that he did not notice anything unusual except the scope was warm and at times, even hot. The harvester chose to use the same scope to complete the procedure. The insufflation pressure was set at 8 mm hg and the harvester was aware that the IFU recommendation was 10-12mmhg, but stated he never had any problems. They went from wet to dry dressings with no additional intervention required. The patient was reported doing fine. The hospital has asked striker, the original manufacture of the hospital's equipment to examine the light source.